Event description:
(B)(4).

Manufacturer narrative:
The device top case was returned to resmed for an extensive engineering investigation. The investigation determined that the reported issue was due to an isolated component failure of the main pcba. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident (B)(4).

Manufacturer narrative:
The device was received by resmed technical services in (B)(6) and an evaluation was performed. The evaluation determined the alarm (both audible and visual) was still functioning properly but was not illuminating at the desired brightness. The top cause assembly of the device was replaced to address the issue. (B)(4).